Event description:
The customer indicated that a leak of blue stain was observed coming from the front of the coulter lh 750 hematology analyzer. The instrument was generating incomplete computation flags errors for reticulocyte results at the time the leak was observed. Actual results were not provided by the customer. The number of flagged reticulocyte results is unknown. The healthcare workers interfacing with the machine were wearing personal protective equipment, which included laboratory coats and gloves, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. Patient results were not affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and a material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) found that the leak was reticulocyte (retic) stain. The fse found the tubing from the stain reservoir to the stain pump had come loose. The fse suspected that the check valve was clogged and created back pressure which caused the tubing to detach. The fse replaced the tubing and the check valve. The repairs were verified per the established procedures. The instrument was returned into service after completion of verified repairs. The root cause of this event is attributed to an obstruction in the check valve which created back pressure and caused the tubing to detach.